Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system with dexcom g7, with blood glucose readings reportedly peaking at 386 and remaining elevated for about a week despite frequent supply changes and an insulin vial replacement; the user did not use backup therapy or perform ketone testing and reported feeling well, and there were no device alerts or alarms. Symptoms included elevated blood glucose without acute systemic effects. Outcomes included ongoing monitoring and education, with glucose trending downward during follow-up. Investigation included customer support troubleshooting and user education regarding confirmation of glucose by fingerstick and ketone testing. Investigation of this case revealed no confirmed device malfunction, no alarms, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.